Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15130, related manufacturer reference number: 2017865-2020-15133, related manufacturer reference number: 2017865-2020-15134. It was reported that the patient presented with endocarditis from intravenous drug abuse. The pacemaker and leads were removed and the patient had open heart surgery to replace their tricuspid valve. The device and leads were all functioning within normal limits prior to removal. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.